Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a sub-acute type b aortic dissection using two conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses implanted, the physician prepared for a right common carotid-left common carotid artery bypass and a left common carotid-left axillary artery bypass to maintain blood flow to the branch vessels of the aortic arch. Two endoprostheses were successfully deployed just below the brachiocephalic artery to the descending thoracic aorta. Immediately after deployment of the endoprostheses, blood flow to the upper arm and the brain dropped. An angiography was run, revealing that the proximal endoprosthesis (tgu373715j/(B)(4)) partially covered the brachiocephalic artery. A bare-metal stent was implanted in the brachiocephalic artery to maintain blood flow. The procedure was concluded without further problems.

Manufacturer narrative:
Event: describe event or problem. Updated the event description.

Event description:
On (B)(6)2018, the patient underwent endovascular repair of a sub-acute type b aortic dissection using two conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses implanted, the physician prepared for a right common carotid-left common carotid artery bypass and a left common carotid-left axillary artery bypass to maintain blood flow to the branch vessels of the aortic arch. Two endoprostheses were successfully deployed just below the brachiocephalic artery to the descending thoracic aorta. Immediately after deployment of the endoprostheses, blood flow to the upper arm and the brain dropped. An angiography was run, revealing that the proximal endoprosthesis (tgu373715j/17907210) partially covered the brachiocephalic artery. It was reported by the physician that the endoprosthesis had been deployed as intended, but its sleeve could have covered the brachiocephalic artery. A bare-metal stent was implanted in the brachiocephalic artery to maintain blood flow. The procedure was concluded without further problems.